Event description:
It was reported that the patient experiencing pocket site pain when leaning back on the implantable pulse generator (ipg). The patient underwent revision procedure wherein the ipg was relocated to the upper buttock just below the original pocket. The patient was doing well postoperatively. Nothing was explanted.